Manufacturer narrative:
Neither the stapler 45 instrument nor any of the stapler 45 reloads used during the surgical procedure have been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon had to oversew a hole on stomach tissue that was identified after a stapler 45 instrument allegedly misfired. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted gastric bypass procedure, a stapler 45 instrument allegedly got stuck on tissue and the blue pedal was not releasing it. The surgical staff contacted an intuitive surgical, inc. (Isi) clinical sales representative (csr) to report the event. The csr was informed that the stapler 45 instrument allegedly misfired on stomach tissue. As a result, a hole was identified around the stomach tissue where the misfire occurred. According to the csr, they repaired the stomach tissue by oversewing the hole. The csr then instructed the customer to contact an isi technical support engineer (tse) for assistance. After contacting a tse, the surgical staff successfully opened the jaws of the instrument using a stapler release kit (srk). The surgeon proceeded to use a laparoscopic hand-held stapler instrument for the remainder of the procedure which was completed successfully.